Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory indicated the pacing capture threshold of the right ventricular lead was elevated.

Manufacturer narrative:
Concomitant medical device: a3sr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported the patient presented to the emergency room with weakness, ¿passing out¿, nausea and vomiting. The device displayed loss of capture, there was an issue with pacing and there were long pauses. The patient was intubated. Testing of the device was performed and the loss of device capture could not be re-produced. Re-programming was done by increasing the output. Later the same day the lead thresholds rose, the lead was capped and a new ventricular lead and implantable pulse generator (ipg) were implanted. Several days later it was reported the patient expired. A family member alleged the device at issue contributed to the patient¿s death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was learned the patient is not deceased. At a recent office visit the patient was found to be feeling well and there were no issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.